Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection was performed, and the outer helix length was out of required specifications. The elongation of the helix was consistent with implant damage. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the helix of the right ventricular device became stretched during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.